Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381044 and lot number 4290661. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd iag bc pro global blood control feature did not work. The following information was provided by the initial reporter: chc complaint reference#: (B)(4), correspondence language: english, cat# of product being complained: bd381044, description of product: catheter ins ag 18gx1.16 in 50 ea/bx 4 bx/ca (200). Lot or s/n: (B)(6), complaint category: fail to function / defective, reportable: no, incident date: on (B)(6) 2025, hospital complaint reference#: details of complaint (reported issue): "new angiocaths, we started using in january, are supposed to have a stop back flow f blood feature (backcheck valve in them), this has been speratically not working since we started using them. We wrote down 4 instances, but it has been several. Especially the 20ga IV's, but we use that size more." "We have noticed the ones that do not hold the flow of blood are quite an easy connection, no resistance, and the ones that do hold the blood flow are more of an effort to connect the extension set. We are assuming because of the valve in them. So wondering if those ones with the easy connections (no resistance) have a faulty valve." Additional information will be sent via separate email. Complaint noticed: during / after use, problem frequency: a few times, customer exposure: patient injury: no, has health canada been informed? Unknown, qty affected: 1 bx, samples available? No, is customer requesting an rga? No.